Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that each reported patient was admitted with incorrect facility code which unable to allow the messages processed and sent to correct facility. A technical support specialist (tss) confirmed that all existing encounters had been discharged. The case was closed as no issues were reported in the device after 24 hours. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es admitted patient was not reflecting in profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.